Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, mildly calcified, 95% stenosed proximal left anterior descending (lad) coronary artery. A 4.0 x 33 mm xience prime stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and the stent was successfully deployed at 14 atmospheres. A 4.0 x 15 mm unspecified non-compliant balloon was used for post-dilatation and was inflated to 16 atmospheres. Following post-dilatation, a distal edge dissection was observed. In order to cover the dissection, a 3.5 x 12 mm xience prime stent implant was successfully used. There was no reported clinically significant delay in the procedure. No additional information was provided.